Event description:
It was reported that the customer received a motor error alarm during the fill cannula stage. The customer's blood glucose was 236 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was unable to complete the rewind sequence. The customer received a motion sensor test failure alarm while rewinding the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and excessive no delivery test due to motor error alarm. No a35 alarm noted during our testing. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window corner and cracked battery tube threads.